Manufacturer narrative:
PMA/510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, two screws have come out of a sternal plate that was recently put in. The hospital has said that they have found one of the screws whilst operating on the patient. They discovered the screw whilst performing a sternal collection removal. Post-surgery of a previous procedure. The surgery was completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for (1) unk - screws: trauma. This report is 2 of 2 for (B)(4).